Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the femoral artery was calcified. This indicates that the probable cause of the advancement difficulties was calcified patient anatomy. The valve dislodged during partial deployment. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The dcs was received with the actuator components detached from the dcs. The snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Torsion marks were observed on the outer shaft of the subject dcs indicating the dcs was torqued during use, potentially due to the difficulty advancing. The IFU instructs the user not to rotate the dcs as is being advanced. Additionally, a small hole was observed on the stability shaft. The stability shaft may have been damaged due to an interaction with calcium in the anatomy, however based on the limited information available, the source of this damage cannot be determined. A buckle was observed at the proximal end of the capsule. The capsule buckle was also observed in the image received from the account. The investigation completed into capsule buckle found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The device was received with the handle components detached from the dcs. The device was received with the capsule partially opened closed. The tip-retrieval mechanism was intact. There was damage observed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the distal end of the capsule. A buckle was observed in the capsule at the proximal end of the capsule. Torsion marks were observed on the outer shaft of the dcs. A hole in the stability shaft was observed at the distal end of the stability shaft. Both tab 3 and tab 4 of the male actuator component were detached from the component. The valve could not be removed from the dcs. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty advancing the delivery catheter system (dcs) through the femoral artery. In order to advance the dcs balloon dilatations were performed. It took approximately one hour to advance the dcs. The femoral artery was noted to be calcified. The valve dislodged during partial deployment. The physician began to recapture the valve in order to fully re-sheath the valve and a routine recapture was performed. While the valve was 2/3 recaptured the actuator separated into two pieces. The physician was unable to put the actuator back together. The valve and dcs were removed from the patient with the valve unsheathed. The procedure was aborted as it had taken six hours to attempt to implant the valve. The patient's minimum access vessel diameter was 12 mm. No adverse patient effects were reported.